Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 211mg/dl. The expected fasting blood glucose test result range is 100 to 130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6)2017 a back to back blood test was performed fasting by the customer and produced test results of 177 and 193mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6)2017. The meter memory was reviewed for previous test result history: a 171mg/dl (B)(6)2017 05:29 pm fasting: yes. A 211mg/dl (B)(6)2017 05:28 pm fasting: yes. A 174mg/dl (B)(6)2017 05:11 pm fasting: yes. A 171mg/dl (B)(6)/2017 02:23 pm fasting: yes. A 168mg/dl (B)(6)2017 12:09 pm fasting: yes. Customer called in states the meter is reading high. Customer also states he say an erratic reading back to back but states that his concern is due to high readings overall.